Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is completed.

Event description:
The customer reported the battery can't charge. There was no report of pt involvement.